Event description:
Pt's face was burned by liquid oxygen while using a c1000 portable liquid oxygen unit. Pt resides in a group home with multiple caregivers. One report from the group home indicated that the pt was rolling around on the floor while using the unit. Another employee reported that the pt was left unattended and the liquid oxygen unit was tipped over on its side. Pt had been using the portable unit in a backpack -school-type; not made for use with the unit-. Equipment services supervisor received and inspected the c1000 that was used during the incident. He found that the outer case was cracked and some pieces were rattling around inside the unit. He filled the unit from a stationary liquid oxygen unit, set it at the prescribed liter flow, and let it run for about an hour. After that test, the cannula was ice cold and stiff at about 12 inches from the outlet, and there was frost on the outside of the casing. The unit was sent to the manufacturer, tyco healthcare/puritan bennett, for further testing.